Manufacturer narrative:
Investigation results: the visual inspection confirmed that the cold jaw coating had been damaged with small pieces missing and coming off. The device appeared to not have been used, so was the case with the rest of the kit. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the surgical tech was unpacking for the harvester and noticed the hemopro silicone tip looked like it was chewed up "out-of box". The silicone was not: cracking, peeling, loose, chipped - just chewed up. This is not an MDR reportable event. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Maquet received the device on 06/30/2009, and observed that the cold jaw boot looked like it was chewed up (cracking). Cracking is an MDR reportable event.